Event description:
It was reported that the maintenance values are not updated in fastpath. This is under investigation. The device, however, operates as expected and the physician did not take any action.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.